Event description:
It was reported, that a revision surgery was performed. To create more arthrodesis around some timberline cages, because three screws were loose. The screws were removed and replaced. This is report three of three for this event.

Manufacturer narrative:
H6: additional method code: 4110. Additional information in h6: component, investigation type, findings and conclusions. Device evaluation: the device was not returned. And no photos were provided. So, an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined, with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not provided. So, the DHR was unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained, that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2023-00037 and 3012447612-2023-00038.

Event description:
It was reported that a revision surgery was performed to create more arthrodesis around some timberline cages because three screws were loose. The screws were removed and replaced. This is report three of three for this event.